Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was higher than 100 mg/dl. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.